Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the system controller was causing low speed alarms and pump stoppages. The issues resolved after the system controller was exchanged.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.